Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the unit will turn on and due to a faulty switch would not alarm and was discovered during preventative maintenance. The consumer had alternate o2, 13685 hours.